Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (07/29/2016).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, nocturia and urinary incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, nocturia and urinary incontinence.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat mixed urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced burning sensation, yeast infection, vaginal discharge, and bladder leakage. It was reported that patient underwent anterior and posterior repair, enterocele repair, vaginal vault suspension, and cystoscopy on (B)(6) 2015 by dr. (B)(6) due to cystocele, rectocele, enterocele, and vaginal vault prolapse.

Event description:
It was reported that following insertion the patient experienced burning sensation, yeast infection, vaginal discharge, and bladder leakage. It was reported that patient underwent anterior and posterior repair, enterocele repair, vaginal vault suspension, and cystoscopy on (B)(6) 2015 by dr. (B)(6) due to cystocele, rectocele, enterocele, and vaginal vault prolapse.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).